Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated age of the patient who was reported to be over 18 years old. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to cross is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Factors which may contribute to resistance during advancement/retraction include, but are not limited to: manufacturing, stent implant outer diameter, patient anatomy, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. It was reported that the stent delivery system (sds) encountered resistance in the vessel, resulting in the shaft kinking. The sds and guiding catheter used during the procedure were not returned, which may have assisted in the investigation and determination of cause. To ensure the reported difficulties are not related to a manufacturing deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for kinks during the manufacturing process. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this report and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. The failure to cross and kink are most likely related to operational context, however, a definitive cause of the difficulty during removal cannot be determined. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the promus rx stent delivery system (sds) was unable to cross the lesion in the left anterior descending artery and due to resistance had a kinked shaft. Strong resistance was also felt during removal of the sds. No adverse patient effects were reported. No additional information was provided.